Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic knives were used during surgery after which metal particles were noted to be retained in the incision site. There was no report of any patient harm. Additional information has been requested.